Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6)2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: neu_wrench_acc, product type: accessory. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that there were intraoperative impedances that were out of range on the 8-15 connections on the generator upon testing. The extensions and connections were tested separately with a multi lead trialing cable (mltc) and determined to be good, except for electrode 9, which showed >10,000. When they placed the lead in the header block all contacts except 9 were >10,000. When they swapped the tails in the ports all values showed >10,000. It was suggested that there was something wrong with the generator connections 8-15. A new generator was tested and the connections were within normal range. The rejected implantable neurostimulator (ins) was returned to the manufacturer for analysis. No symptoms were reported.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no significant anomalies. The ins was functionally okay the following.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.